Event description:
Customer called to report that there was a small leak under the needle and a salt buildup on the stripper plate of the coulter lh750 hematology analyzer. The field service engineer (fse) inspected the instrument and observed fluid coming out of the needle bellows. The fse replaced the needle bellows and flushed the rinse line through the needle. There was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the backed up needle bellows. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).